Manufacturer narrative:
Follow-up # 1 date of submission 08/15/2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was found to be torn over the ok button. During testing, all keypad buttons responded appropriately. The alleged issue of keypad responsiveness could not be duplicated. There was evidence of contamination found under the up arrow and contrast key contacts.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. The reporter stated that the down arrow keypad button was intermittently unresponsive and the ok keypad button was delayed in response and required multiple presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.